Manufacturer narrative:
Investigation summary: bd received 5 photographs in support of this complaint. The photos were evaluated and show a tube with bubbles in the gel at it's base and a tube with a double gel. Additionally, 100 retained samples from the bd inventory were visually inspected, and no defects were found. This is a cosmetic defect which should not impact the efficacy of the tube. Bd was able to confirm the customer¿s indicated failure mode with the photographs provided ¿ double gel and bubbles in gel. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported by the customer that they found bd vacutainer® sst¿ ii advance plus blood collection tubes had too much gel or with bubbles in the gel. Verbatim: tubes with too much gel or with bubbles in the gel. The laboratory has observed tubes from this lot 2145299 with two problems: -some tubes have too much gel. Some tubes have air bubbles in the gel. In a box of 1000 tubes, these types of non-conforming tubes were found in 4 bags of 100 tubes.